Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer removed the endoscope, manually rotated the endoscope collar until the orientation matched what was selected (30 down), pressed the instrument clutch to cancel guided tool change, and reinstalled the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon moved the master tool manipulator (mtm) on the surgeon side console (ssc) and the universal surgical manipulator (usm) arms moved in the opposite direction. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the system logs and found no associated errors. Tse observed that there was a 30 degree endoscope installed on the universal surgical manipulator 2 (usm2). Tse requested the customer to remove the 30 degree endoscope and manually rotate the endoscope collar until the orientation aligned with the selected setting of 30 down. The customer was further instructed to press the instrument clutch to cancel the guided tool change and proceed with reinstalling the endoscope. Following these steps, the customer confirmed that the issue had been resolved. The resolution was achieved over the phone. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to the installed endoscope being in the incorrect orientation. This issue can be resolved by manually rotating the endoscope to match the selected orientation.

Event description:
Refer to h11 for follow-up information.